Manufacturer narrative:
E1: name: tandem country: united states of america address ¿ line 1: 11045 roselle street address ¿ line 2: suite 200 city: san diego state: california zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set occlusion event on (B)(6) 2026 as the blockage was located at insertion site. The blood glucose level was high and the patient was treated with correction bolus via pump.